Event description:
It was reported to boston scientific corporation that the patient was implanted with lynx suprapubic sling system during a procedure on (B)(6) 2009. According to the complainant, the patient had multiple physician visits for recurrent urinary tract infection in 2012. The patient was seen by a urologist and underwent a cystoscopy (results unknown). All other information is unknown and unavailable.